Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reports bump to head over implant site 6 months ago. After this time the implant was intermittant - intermittancy caused by jaw movements. Appointment scheduled for 03-jul-2026.